Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identify a striated edge opening on posterior. Based on the device analysis the final assessment is: a striated edge opening on posterior side assessed as surgical damage.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted and replaced.